Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 pocket a3 kept failing. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 5 pocket a3 was failed. A field service engineer (fse) inspected the drawer, identified a medication spill on the cubie pocket and row board and also the row board was stuck to the bottom of the drawer. The fse was then able to pry up the row board, cleaned the drawer and replaced the row board. The fse tested the drawer in test software, and had the customer replace the cubie pocket and load the medication successfully. The system functioned as intended after the field service engineer repaired the device.